Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1027303) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that a patient with a history of pvd underwent an intervention iliac angiogram with stent placement from the left groin on (B)(6) 2011. Peri-procedure medication included 5000 units of heparin to augment the stent placement. Pre-procedural femoral angiogram showed presence of pvd on the arterial walls. There was no information provided regarding the steps taken in the deployment of the mynx. There were no reports of complication during the procedure; however, it was reported that hemostasis was not achieved with the mynx. One hour post procedure, the patient developed low blood pressure (unknown how low). A CT scan was ordered and a retroperitoneal hematoma was diagnosed. The patient was brought back into the special procedures suite and the right femoral artery was accessed via a 6f procedural sheath. It was reported that the physician advanced the sheath over the bifurcation at the aorta into the left iliac artery and a balloon was inflated in the left common femoral artery to tamponade the bleed. Following the procedure, the patient was transported to surgery to repair the artery in an "open manner." During surgery, the vascular surgeon found that the arteriotomy was at the uppermost border of the femoral head. He performed an endarterectomy of the left common femoral artery and afterwards placed a 6 cm vascular patch over the access site. The patient was given blood products (unknown amount) since there was a large amount of blood lost in the retroperitoneal space. It was also reported that during surgery, the 6f procedural sheath placed in the right groin was exchanged for a shorter 6f sheath and a mynx device was deployed to facilitate a successful hemostasis. No additional information was provided.